Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the fell the month before the call and experience a change in stimulation coverage area. It was noted that the stimulation was not covering the left side of the lower back as well as it was before the fall. It was reported that the impedances were within normal limits. Reprogramming was performed, and full coverage was regained. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown to what extent the fall affected the system. Impedances were noted to be normal and reprogramming recaptured coverage. No further complications were reported.